Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized one day after onset of the event. The cause and outcome of the event was unknown. On unreported date(s), the patient was treated with vancomycin 1 gram (route, frequency, and duration not reported) and amikacin 1 gram (route, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the peritoneal effluent was clear and the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.